Event description:
It was reported that the customer received a motor error alarm during a fixed prime. The customer's blood glucose was 143 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer was able to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The act and esc buttons did not respond due to corroded keypad traces. Unable to verify the motor error alarm, or other alarms due to the button keypad anomaly. The motor passed the motor test. The pump had minor scratches on the display window, a cracked reservoir tube lip and a missing end cap sticker.